Manufacturer narrative:
The insulin pump was received with blank display due to moisture damage to electronic assembly and motor. Unable to verify a21 alarm and back light anomaly due to moisture damage. The insulin pump has minor scratches on lcd window and cracked case at display window corners.

Event description:
It was reported that the customer was thrown into a pool with the insulin pump on and the buttons stopped responding. It was also stated that the backlight was turning on without a button being pressed. The customer's blood glucose was 13.0 mmol/l. There was reportedly fluid under the lcd screen. The customer was advised to discontinue use and revert to a back-up plan. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).